Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) checked the module and determined that the customer's recent water system maintenance had caused the event. He decontaminated the system and adjusted the rinse levels. The analyzer's performance was verfied by succesful qcs performed by the customer. The investigation determined that the event was consistent with customer mishandling. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem.

Event description:
Roche diagnostics received a customer complaint regarding alleged questionable calcium gen.2 assay and gluc3 glucose hk gen.3 assay results for several patient samples tested on a cobas c 503 analytical unit. This medwatch is for the calcium gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the gluc3 glucose hk gen.3 assay. The following are examples of discrepant results: calcium gen.2 the initial result from the analyzer was 2.6 mg/dl. The repeat result from another c 503 analyzer was 8.85 mg/dl. Glucose hk gen.3 the initial result was 52.7 mg/dl. The repeat result was 120 mg/dl. The customer noticed low results on several patient samples, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number is (B)(6). The investigation is ongoing.